Event description:
During an upper gi endoscopy procedure, the physician placed a wilson-cook esophageal z-stent with dua anti-reflux valve in the patient's esophagus. When stent placement was completed, the sutures were cut at the proximal end, leaving the suture in place through the stent. The inner catheter was pulled back, so that the dilation tip and outer sheath were engaged, trapping the sutures. At this time, removal of the introduction system was prohibited. The physician moved the introduction system back and forth, which freed the sutures and facilitated removal of the introduction system. During endoscopic verification of stent placement, a perforation of the esophagus was observed. Five hemoclips were used to repair the pt's esophagus. Another coated stent was placed at the perforation site. The patient was reported to be in stable condition.